Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code -ulcer.

Event description:
Dexcom was made aware on 10/29/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient has a history of skin allergies to latex and alleged she developed allergic contact dermatitis from the ingredients in the dexcom sensor patch adhesive. The patient stated the reactions occurred with 3-4 boxes of sensors and this medical review is to document sensor 1/2. The patient developed sores, pustules, pus, an infection, and an open wound at the needle puncture site and under the sensor patch area. She had pain and developed a scar in the area. On an unspecified date, the patient consulted a physician at a wound care center and had the reaction site checked, and she was diagnosed with methicillin-resistant staphylococcus aureus (mrsa) infection. The patient alleged the open wounds made her susceptible to mrsa infections because it creates an entry point for the bacteria. At the time of report the patient stated the symptoms had not subsided. Multiple attempts to contact the reporter were made, but no other details were obtained. No additional event or patient information is available.